Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Event description:
The customer claimed that a "strap and handle" was broken during usage. According to the photographic evidence attached to the complaint record. The lifting handle was detached from the lifting pole. The device was used for the patient's treatment when the event occurred. The patient sustained a minor injury due to the event.

Event description:
The customer claimed that a "strap and handle" was broken during usage. According to the photographic evidence attached to the complaint record, the lifting handle was detached from the lifting pole. The patient was being hit by a handle when the strap broke, and the patient sustained a minor injury as a result.

Manufacturer narrative:
Instructions for use (IFU) for enterprise 5000 bed ID. 746-571-UK indicated the list of minimum level of preventative maintenance list recommended by manufacturer. The action to be done by carer/user: "examine lifting pole strap and handle daily". Moreover, the IFU for the enterprise accessory ent-acc01 warns user that: "the operational life of the strap and handle is five years when used and maintained in accordance with the manufacturer¿s instructions. After this time, the complete unit should be replaced. Inspect the strap and handle regularly. If any sign of wear or damage is found, remove it from use immediately and replace the complete unit." Arjo was not servicing the product, no service record were available. It is not known if the device was check by users daily, however taking into consideration that the device was used for approximately 14 years it could be concluded that the issue was related to the normal wear of the part. Arjo device failed to meet its specification since the strap broke during use with the patient. The device was used for the patient treatment and from that perspective it played the role in the event. The complaint was assessed as reportable due to the allegation that the handle from the lifting pole detached during use with the patient. The minor injury was sustained. No UDI information was provided the device was manufactured before UDI implementation.